Event description:
On (B)(6) 2011, a spontaneous report was received regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler) or restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). On (B)(6) 2011, additional info was received from the injecting nurse practitioner who confirmed the product injected was restylane-l. Based on the info received, the case was upgraded to non-serious, unexpected. Medical history included an allergy to vioxx (rofecoxib), an unspecified neck muscle problem, unspecified chronic pain, hypothyroid, cancer survivor, and previous injections of juvederm (cross-linked hyaluronic and acid dermal filler), radiesse (synthetic calcium hydroxylapatite dermal filler) and botox (onabotulinumtoxina) on unk dates (reported as "has had many of these over the years"), with no problems or adverse reactions. The pt's skin type was fitzpatrick ii-iii. Concomitant medications included "alternation" between carisoprodol (unk strength and frequency of use) and flexeril (cyclobenzaprine hydrochloride) (unk strength and frequency of use) for neck muscle relaxation; hydrocodone once per month for pain; synthroid (levothyroxine sodium) "0.125" orally daily; and ambien (zolpidem tartrate) 5-10 mg orally nightly. The pt reported that on an unspecified date in either (B)(6) 2010 or (B)(6) 2011 (reported as "3-4 months ago" from (B)(6) 2011) she had received a 1.0 ml injection of restylane or restylane-l to the vertical lip line. Pre procedure medications were reported as unk. No additional procedures were performed at the time of the implantation. The pt reported that on an unspecified date in either (B)(6) 2011 or (B)(6) 2011, 1 month after the injection, she developed swelling along the lips. The pt's lips were sore, felt like they had been burned and had peeled/shed. The pt reported that on an unspecified date in 2011, she received a "punction excision" as treatment for the events. On (B)(6) 2011, the pt reported that her lips continued to "always feel burned" and the swelling waxed and waned in severity. On (B)(6) 2011, the pt reported that she was "just going into the doctor's office." On (B)(6) 2011, additional info was received from a registered nurse. The registered nurse reported that the pt had no allergies. On an unspecified date in (B)(6) 2010 or (B)(6) 2010 (reported as "after thanksgiving but before christmas"), the pt received a 1.0 cc injection of restylane or restylane-l (syringe size was unk). The registered nurse reported she "was unsure which product was injected; she knew lidocaine was injected, but was uncertain whether the injecting nurse practitioner had added it or had restylane-l to begin with." The injection was administered evenly over 4 areas to the vermilion border and wet dry lines via a linear threading technique. Pre-procedure medications included topical benzocaine/lidocaine/tetracaine (blt). The registered nurse confirmed the events as reported by the pt, had occurred 1 month after the injection, adding that the pt had also experienced a blue tinge (tyndall effect) in the vermillion border areas. The registered nurse was unable to provide clarification regarding the treatment reported by the pt as "punction excision," adding that she "assumed it may have been a procedure where they used a larger needle and tried to remove the product out." On an unk date in 2010 or 2011, the pt was treated with hyaluronidase. On an unspecified date in (B)(6) 2011 (reported as "last week"), the pt was evaluated by the registered nurse. At that time, the pt had no symptoms. The pt's overall symptoms were further described by the registered nurse as coming and going like outbreaks, occurring once a month, which resolved, and then returned again. On (B)(6) 2011, the pt contacted the registered nurse via telephone to report that her symptoms had returned. As of (B)(6) 2011, no laboratory studies or testing had been performed, the pt had not been evaluated/examined by the registered nurse and no further treatments had been provided. A diagnosis for the reported events had not been established. The pt's symptoms were ongoing and the blue tinge (tyndall effect) was better. The registered nurse felt that the restylane or restylane-l treatment had caused the reported events. The registered nurse assessed the severity of the reported events as moderate. The lot number and expiration date were reported as unk. On (B)(6) 2011, additional info was received from the injecting nurse practitioner. The nurse practitioner reported that the pt had received a previous injection of juvederm on an unk date, with no reaction. On (B)(6) 2010, the pt received an injection of restylane-l (amount injected not reported) from two 1.0 ml syringes. The nurse practitioner summarized the previously reported events as an angioedema reaction that waxed and waned but was occurring less frequently than before. The nurse practitioner stated she did not know much about the pt's evaluations or treatments, including the treatment reported by the pt as "punction excision", as she had not evaluated the pt. The nurse practitioner further reported that the pt had been following up with the registered nurse and a physician from the same facility. On an unspecified date in (B)(6) 2011 (reported as "1-2 weeks ago"), the nurse practitioner spoke to the registered nurse via telephone, who informed her that the pt's symptoms were still ongoing but were better. As of (B)(6) 2011, the nurse practitioner did not know the current status of the pt's events. The nurse practitioner stated she was unsure if the restylane-l treatment had caused the reported events, "because the symptoms were vague and believed the pt may have had unk allergies that could have contributed to the events." The nurse practitioner assessed the severity of the reported events as mild. The lot number and expiration date for both syringes of restylane-l were 10634 and 11/2011, respectively.